Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black and there was no power to the machine, and remote smart services (rss) was offline. The customer attempted troubleshooting by rebooting the station; however, the issue persisted.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen. A field service engineer checked the power, and the auxiliary cabinet was disconnected, but the screen remained black. Main drawers were disconnected one at a time, and drawer 5.1 was identified as faulty. The drawer controller board was replaced, and testing was completed successfully in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.